Event description:
Each of two double lumen implants leaked into the outer saline envelope. Pt's rib dislocates at site of implants. A single left rib moves out of position to center of chest. Date of implant: 5/7/91, inframammary.